Event description:
It was reported that the patient presented for follow-up. Externalized conductors were noted. All electrical measurements were normal. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information stated that the lead was capped and replaced.